Event description:
It was reported that during a supracervical hysterectomy, the tip of the active blade broke off outside the pt. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.